Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak of clear fluid underneath the beckman coulter - coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. The customer had not run any patient sample prior to or after the event. Per customer procedure, no runs will be conducted until all startup tests and all levels of qc pass successfully. The customer did not want to troubleshoot the issue over the phone. When the field service engineer (fse) contacted the technician on the date of the event, they confirmed verbally they resolved the issue. The customer repaired the leak by replacing the red stripe tubing that had popped off of the bsv (blood sampling valve) and had caused the rbcs to flag high on qc only. The customer reseated the tubing on the bsv and everything is running fine. Root cause for the leak was disconnected red stripe tubing off the bsv.